Event description:
It was reported to philips that the system would not start up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) received a complaint indicating that the system would not start up. Customer requested to cancel the case. Quote was not accepted by the customer and no onsite work was performed by philips. The codes were updated based on the investigation outcome.